Event description:
It was reported that this right ventricular (rv) lead had triggered a red call doctor icon on the communicator, and when the device was interrogated in the office they found an alert for high out of range impedances greater than 3000 ohms. This lead remains in-service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).